Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? The patient had a sleeve gastrectomy for morbid obesity. What stapler was used? We used the echelon 60mm. Was buttressing material used? Yes, seamguard. Were any issues noted in regard to device performance during procedure? How was the bleeding detected? Bleeding was identified by patient vital signs and CT scan 12 hours post op. Procedure bleeding detected due to patient becoming tachycardia and requiring investigation was the site of the bleeding identified? In addition to transfusion he was taken back to theatre for washout and bleeding was identified at upper third of the sleeve from one point in the staple line. Please provide timeline of events. Bleeding and patient condition happened within 24 hrs of procedure. Was there any other intervention required other than a blood transfusion? This was controlled with clips laparoscopically also. What is the current patient status? Current patient status is good - no further intervention required.

Event description:
It was reported that there was a gastric bleed on staple line resulting in tachycaridic and required to have 1 litre of blood drained - patient ok.